Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a2.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
This MDR submission was created in error.

Manufacturer narrative:
Additional information; d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. An infestation was found within the cassette compartment and top cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. The system air leak test and force gauge test were performed and passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette occurred during the test. The mushroom head check passed. An internal inspection of the cycler found an inverter board failure. No physical damage to inverter board was identified. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. There were no malfunctions found during testing that could have caused or contributed to the reported event. An associated cause for the reported issue could not be determined.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (device component code, investigation findings and investigation conclusions), h10 (plant investigation updated to document damage identified to inverter) plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. An infestation was found within the cassette compartment and top cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. The system air leak test and force gauge test were performed and passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette occurred during the test. The mushroom head check passed. An internal inspection of the cycler found an inverter board failure. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. There were no malfunctions found during testing that could have caused or contributed to the reported fluid leak event. An associated cause for the fluid leak event could not be determined.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.